Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that abrupt jumps in shock impedance measurements were reported when it comes to this device. The values were out of range. A follow up took place and it was attempted to recreate any unusual noise or abrupt changes in the shock values through various patient/device manipulation testing, but the values appeared in range. The physician elected to turn the device tachycardia therapy off due to the patient improved health condition. No adverse patient effects were reported.